Manufacturer narrative:
(B)(4). Manufacture date is unknown. The customer did not return a skin graft mesher device for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not been previously repaired/evaluated. Initial qa inspection of the skin graft mesher was not performed by zimmer biomet surgical as the customer did not return the product. Repair of the skin graft mesher was not performed by zimmer biomet surgical as the customer purchased a new mesher and they are not going to send the old mesher. The reported event was non-verifiable since the product was not returned for evaluation. The customer purchased a new mesher and decided to not return the old mesher. The root cause of the reported event could not be specifically determined with the information that was provided since the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the graft was bunching up during surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4).